Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was reportedly sleeping and didn't hear any alert. The low alert setting was reportedly set at 100 mg/dl and when she looked at her receiver, the cgm was 84 mg/dl. The cgm reading reportedly dropped to 40 mg/dl with an alert (urgent low cgm reading will alert regardless of patient settings for low cgm reading), and she experienced blurry vision. She did not manually check her blood glucose (bg). She drank juice and called 911. When emergency medical services arrived, the bg was 50 mg/dl while the cgm was 40 mg/dl. The patient was treated further with carbohydrates. Afterward, the bg was 84 mg/dl and the cgm was 40 mg/dl. Ems departed when the patient felt better. At the time of the report, the patient was hyperglycemic with accurate cgm readings. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed relevant tests. Functional test which failed serial number verification. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint was undetermined due to the receiver passing alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).